Manufacturer narrative:
(B)(4). Date sent 1/23/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? What was the total estimated blood loss (ml)? Was the leak on the gastric or small bowel staple line? What is the timeline of events? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak addressed? Was a transfusion required? Was the bleeding intraluminal or extraluminal? What was observed at the site of the leak upon reoperation? During the re-op, was the staple line examined? Was there calcification of tissue that impeded clamping or cutting? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe that there was an alleged deficiency with the device or cartridge that led to the bleeding, if so, why? Was there an issue with the stapler or reload that may have caused or contributed to the staple line leak? What color cartridge was used? Were there any pre-exiting patient conditions? What was the pre and postoperative anti-coagulant and pain management protocol? What are the details of post-op care to include any medical or surgical intervention? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass the doctor reported that bleeding was identified in the postoperative period at the stapling line. Procedure evidenced by tomography exam, and by a laparoscopy, in which infected blood clots were identified. Bleeding was located in the stapling. Due to this event, the patient needed to stay additional days of hospitalization, totaling 30 days more than ICU. However, he was discharged without other complications, and the patient is currently doing well.